Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code malf 0, and could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was advised by tandem technical support to put the pump into storage mode before returning it and to return it within 10 days using a pre-paid label provided by tandem. The customer was also informed that they would need to program their settings and connect their cgm to the replacement pump. Technical support sent the customer a replacement pump. Customer will continue to use current pump to ensure insulin is not interupted.